Manufacturer narrative:
The device and the customer's parts and accessories were received on 02/05/2018 and evaluated on 02/13/2018. Testing of the device with the customer's parts and accessories failed vacuum and cycle specifications. Testing of the device with lab parts and accessories passed vacuum and cycle specifications. During the evaluation, a leak on the connector sealing surface was identified. The product evaluation confirmed the customer's report of low suction. Refer to attached product evaluation. The root cause of the low suction issue can be attributed to a molding deficiency on the connectors sealing surface. Currently there is an open investigation (CAPA-(B)(4)), which identified molding enhancements to correct this deficiency which were put in place in july of 2017.

Manufacturer narrative:
The customer was sent a replacement pump. On (B)(6) 2018, the customer's husband called back and stated that they needed a working pump, as his wife had developed mastitis and was being treated with antibiotics, which she was on day 7 of taking. Attempts to contact the customer to get additional information have gone unanswered. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her freestyle breastpump had no suction.